Manufacturer narrative:
(B)(4). Date sent: 03/03/2022. Please see attached medical records.

Manufacturer narrative:
(B)(4). Date of event: unknown, captured as awareness date. Batch # unknown. (B)(4). Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported, "received notice of claim stating patient with history of recurrent diverticulitis (symptoms controlled only by IV antibiotics) underwent a left hemicolectomy. Operative report indicates that a ¿transanal circular stapler¿ was used without difficulty. The anastomosis was tested and found to be patent and airtight, and the surgeon oversewed the staple line with 2-0 silk sutures. Four days later, the patient began experiencing abdominal pain and underwent an exploratory laparotomy in which the surgeon observed serosa had dehisced and the anastomosis was leaking. The surgeon elected to perform a hartmann¿s procedure. Ten days later, the patient underwent surgery for drainage of his abdominal abscess and oversewing the rectal stump. Approximately seven months later, the patient underwent colostomy closure and successful reanastomosis; however ¿because of the difficulty with the dissection and identifying the rectal remnant,¿ the surgeon elected to perform a proximal diverting loop ileostomy which was reversed two months later."